Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit ran slow and the lights flickered on the display. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived form the evaluation will be submitted in a supplemental form.